Manufacturer narrative:
Additional information: UDI and manufacture date.

Manufacturer narrative:
Missing UDI number. Missing manufacture date. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that after switching from non-sterile to sterile, they were inaccurate by 12 inches. Site reported that the vertek arm was not moved. Procedure was completed without the use of navigation. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.